Manufacturer narrative:
The visual inspection revealed the lens haptic was stuck in the lens injector.

Event description:
The physician reports that the crystalens haptic tore during delivery, using the crystalsert lens injector. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second crystalens was implanted successfully. Reference MDR# 2031924-2009-00212.